Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included relationship breakdown. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("I always feel like I have a uti (urinary tract infection)"), pain in extremity ("hands numb in the nid night and I wake up in severe pain"), hypoaesthesia ("hands numb in the nid night and I wake up in severe pain"), arrhythmia ("heart arrhythmia"), anaemia ("anemia"), autoimmune thyroiditis ("hashimoto's disease"), alopecia ("hair loss"), the first episode of eczema ("eczema"), rash ("rashes"), dysgeusia ("metal taste in mouth"), fatigue ("chronic fatigue"), mental impairment ("mental fog"), amnesia ("memory loss"), dysmenorrhoea ("severe bleeding menstrual cycle accompanied with blood clot and pain"), menorrhagia ("severe bleeding menstrual cycle accompanied with blood clot and pain"), menstrual disorder ("severe bleeding menstrual cycle accompanied with blood clot and pain"), arthralgia ("jointso pain"), the second episode of eczema ("eczema in hands"), pruritus ("so itchy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, urinary tract infection, pain in extremity, hypoaesthesia, arrhythmia, anaemia, autoimmune thyroiditis, alopecia, rash, dysgeusia, fatigue, mental impairment, amnesia, dysmenorrhoea, menorrhagia, menstrual disorder and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anaemia, arrhythmia, arthralgia, autoimmune thyroiditis, dysgeusia, dysmenorrhoea, fatigue, hypoaesthesia, medical device removal, menorrhagia, menstrual disorder, mental impairment, pain in extremity, pruritus, rash, urinary tract infection, the first episode of eczema and the second episode of eczema to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: urinary tract infection, hypoesthesia and pain in extremity". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: content received from social media: events were added as heart arrhythmia, anemia, hashimoto's disease, hair loss, eczema. Rashes, metal taste in mouth, fatigue, mental fog, memory loss, severe bleeding menstrual cycle accompanied with blood clot and pain, joint pain. The concurrent condition was added as relationship problems. New reporter was added. On (B)(6) 2020: new events eczema in hand, nickel allergy and itchy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: relationship breakdown. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("I always feel like I have a uti (urinary tract infection)"), pain in extremity ("hands numb in the mid night and I wake up in severe pain"), hypoaesthesia ("hands numb in the mid night and I wake up in severe pain"), arrhythmia ("heart arrhythmia"), anaemia ("anemia"), autoimmune thyroiditis ("hashimoto's disease"), alopecia ("hair loss"). The first episode of eczema ("eczema, rash ("rashes)"), dysgeusia ("metal taste in mouth"), fatigue ("chronic fatigue"), mental impairment ("mental fog"), amnesia ("memory loss"), dysmenorrhoea ("severe bleeding menstrual cycle accompanied with blood clot and pain"), menorrhagia ("severe bleeding menstrual cycle accompanied with blood clot and pain"), menstrual disorder ("severe bleeding menstrual cycle accompanied with blood clot and pain"), arthralgia ("joint so pain"). The second episode of eczema ("eczema in hands"), pruritus ("so itchy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, urinary tract infection, pain in extremity, hypoaesthesia, arrhythmia, anaemia, autoimmune thyroiditis, alopecia, rash, dysgeusia, fatigue, mental impairment, amnesia, dysmenorrhoea, menorrhagia, menstrual disorder and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anaemia, arrhythmia, arthralgia, autoimmune thyroiditis, dysgeusia, dysmenorrhoea, fatigue, hypoaesthesia, medical device removal, menorrhagia, menstrual disorder, mental impairment, pain in extremity, pruritus, rash, urinary tract infection. The first episode of eczema and the second episode of eczema to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients social media record: urinary tract infection, hypoesthesia and pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("I always feel like I have a uti (urinary tract infection)"), pain in extremity ("hands numb in the nid night and I wake up in severe pain") and hypoaesthesia ("hands numb in the nid night and I wake up in severe pain"). At the time of the report, the medical device removal, urinary tract infection, pain in extremity and hypoaesthesia outcome was unknown. The reporter considered hypoaesthesia, medical device removal, pain in extremity and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: urinary tract infection, hypoesthesia and pain in extremity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case become serious incident. Event medical device removal added. On 20-mar-2020: fu 2 and fu 3 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.